Manufacturer narrative:
(B)(4) - alarm, failure to. Note: site investigation visit: the facility indicated the reported product will not be returned to posey for eval and that the product will be maintained by the facility site. However the reported product was made available to posey for eval at the facility site on (B)(6) 2012. Eval of the product found the unit's function was normal. Visual insp revealed blemishes on the outer housing. The water label indicator was missing from the battery compartment. One of the four battery coil springs was slightly deformed. There was no evidence of battery leakage in the battery compartment or rj-11 damage. The sensor that was in use with the product was discarded by the facility site. (B)(4).

Event description:
The following was reported: an (B)(6) yr old man, "completely lucid and cooperative" and "low fall risk," got out of bed unattended and fell in the hallway striking his head. Customer stated that the alarm light was on, but that the alarm did not sound. The pt refused a CT scan and died the next day. Customer kept custody of the alarm, but discarded the sensor pad without testing.